Manufacturer narrative:
H11: the device and photo sample were received for evaluation. A visual inspection was performed, and the tubing separated from the male luer was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to a lack of solvent from ¿low assembly¿ by automatic machine assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector piece of a clearlink continu-flo solution set with duo-vent spike separated from the tubing. This incident occurred while priming prior to patient use. There was no patient involvement. No additional information is available.